Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting via the telephone. (B)(4).

Event description:
The customer reported approximately five to ten milliliters of diluent leaked outside the instrument during patient samples analysis involving the coulter lh 750 hematology analyzer. The customer was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer cleaned up the fluid leak and noted no fluid was observed around the laser area. The customer analyzed one sample and noted no further evidence of fluid leak. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) performed troubleshooting with the customer via the telephone and determined fluid leaked from the tubing that carries diluent to the instrument through pinch valve vl14b. The customer replaced the affected tubing and resolved the fluid leak issue. The instrument was returned to normal operation.